Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. The lancet remained in the customer's finger after the device had been fired; customer was able to remove the lancet himself. No medical treatment required. No adverse event reported. Requested return of suspect device.